Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. .

Event description:
The customer reported via phone call that the reservoir had leak. The customer¿s blood glucose was 137 mg/dl at the time of incident. The customer was assisted with troubleshooting. The customer stated that the leak was between the reservoir and the vial of the insulin. Customer was able to change the infusion set. Customer's outcome pertaining to the complaint. The reservoir will be returned for analysis.

Manufacturer narrative:
Evaluated 1 open or used reservoir. Inspected reservoir's o-rings or stopper groove for anomalies. None were found. Ran basal, bolus leaking test per dop114-811 as follows: reservoir filled with diluent and connected to a new infusion set. Installed reservoir and connector into a paradigm pump. Conclusion: reservoir does not leak. (B)(4).